Event description:
A customer contacted baxter technical services(bts) regarding assistance with finding a small amount of fluid on her floor during dwell 1 of 4 on the homechoice machine(hc). The home patient(hp) stated, she checked the patient line and found some small drops on the outside of the line. The technical service representative(tsr) assisted the hp to cycle power. The tsr assisted the hp to press the down arrow to end therapy and press enter. The tsr assisted the hp to end therapy and remove the cassette. The tsr advised the hp to start over with all new supplies. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed. Based on the information gathered during baxters investigation the root cause of the report was undetermined.